Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms were noted during testing. The trace and history files were successfully downloaded using thus. A review of the pump history file reveals there were an excessive amount of no delivery (insulin flow blocked) alarms during may 2025. The pump was cut open for visual inspection. Moisture damage (sticky substance) was found on the electronic assembly (pcba 1 and pcba 2). A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, missing display window cover, keypad overlay texture damage, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Insulin flow blocked alarm complaint is not confirmed. Moisture damage (sticky substance) was found on the electronics during a visual inspection. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack to the whole back of the pump and received insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-1715kl, mmt-332a, mmt-397a. Troubleshooting was performed for cosmetic damage and customer stated that, damage affecting/impacting pump functionality. Customer was advised to replace the insulin pump. Troubleshooting was not performed, as the event insulin flow blocked alarm was resolved in the past. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1715kl was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.